Event description:
The manufacturer received information alleging a ventilator was shutting off on its own. There was no harm or injury reported. During the evaluation of the device at a third party service center, the customer's complaint could not be confirmed or duplicated. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issues.